Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported finding a fluid leak. The patient opened the cassette door after receiving a cycler alarm & found fluid leaking from the cassette onto the cassette door. The set was not made available for evaluation. During follow up w/the patient's nurse, it was reported her effluent remained clear and the patient was not prescribed any antibiotics.